Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level and diabetic ketoacidosis on (B)(6) 2024. Patient had been in the hospital for 4.5 days. No further information was available.